Manufacturer narrative:
(B)(6). If explanted, give date: not applicable as the lens remains implanted and therefore not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a preloaded delivery system, model pcb00, was fine before use and it got damaged during use. The intraocular lens (iol) was fine too. There was a delay of 5 to 10 minutes to the procedure but no medical or surgical intervention was required. Reportedly, the cartridge tip appeared to be damaged. Additional information was received and it was learnt that the lens was implanted and remains implanted. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 10/05/2017. Device returned to manufacturer? Yes. The product was returned to the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed the plunger and pushrod were advanced in the pre-loaded insertion system. Lack of lubricity material was observed on cartridge as well. No assembly error and/or defect were observed in the preloaded device related to manufacturing process. Heavy dent/distortion and a crack were observed at the cartridge tip area. The conditions of the product returned is consistent with a unit that has been previously handled and prepare for surgical process. Refer to attached photo of the complaint unit. The complaint issue reported was verified. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on the catsweb system performed in october 23, 2017 revealed no additional investigations request for this po number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.